Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer tubing overlay melted. Proximal segment returned and analyzed.

Event description:
It was reported that there was low impedance, slightly elevated capture, and an apparent lead fracture. A chest x-ray showed some distortion of the lead at the subclavian and first rib area, perhaps insulation bunch up. The patient did weight lifting including arm curls. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.